Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a manufacturing record evaluation was performed for the finished device. Product code: 472.295s, lot: 870p676. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: july 4, 2022, manufacturing site: jabil bettlach, expiry date: june 1, 2032. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that there was no damage or defects with the pfna ø10 long r 130° l380 tan. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the pfna ø10 long r 130° l380 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: t was reported that on (B)(6) 2023, removal of a pfna was attempted because of delayed union which would have progressed into non union. The nail had been implanted six months prior in spain, and had been dynamized three months earlier to no effect. Removal was attempted using a non-synthes removal kit, but was unsuccessful. On (B)(6) 2023, removal of the same pfna was attempted using synthes removal kit, however the removal instrument would not screw into the back of the blade. It was believed this is due to damage cause by the originally used non-synthes kit. The blade removal instruments were utilized, however the end cap of the blade was unable to be removed. Because the end cap could not be removed, the hook method and plier method were both attempted and both were unsuccessful in removing the pfna. Carbide drills and diamond coated burrs were used and the blade sleeve and blade itself were removed separately with pliers. This report involves one pfna ø10 long r 130° l380 tan. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: concomitant therapy occurred on an unknown date in 2023. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.